Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately high. The medical affairs specialist (mas) spoke with the patient and her husband in 2006 to obtain/verify the following information: the patient takes 70/30 insulin each am and pm. Her usual dosage is 20 units in the am and 10 units at night. She adjusts her usual dose by sliding scale dependent on her meter blood glucose results. She obtained a result of 192 mg/dl on the reported meter around 8:00 am in 2006. She took 20 units of 70/30 insulin and ate as usual. About 3:00 pm, the patient's husband found her "passed out". The husband called ems and did not test the patient with lfs meter. Emt's started an IV and took the patient to ER. A result of 28 mg/dl was obtained on the ER device while the patient remained unconscious. The patient was treated with IV glucose and given food to eat when she regained consciousness. She was released to home after being treated in the ER. The patient told the mas that she had also experienced hypoglycemia on two other occasions; however, she was unable to provide additional details regarding the two incidents. The custmer service agent (csa) discovered that the patient tested with expired test strips, which may cause inaccurate results. The csa instructed the patient to test with in-date test strips and to set the meter code to match the test strip code. The control solution was replaced. The mas advised the patient to call lfs when she receives the control solution to walk through control solution testing. Using in-date test strips, the patient obtained an am result of 167 mg/dl on the reported meter in 2006. The complaint is reported because the patient experienced hypoglycemia with loss of consciousness and received medical treatment after testing and obtaining a result of 192 mg/dl.